Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use, the 2.5x23mm xience xpedition drug eluting stent (des) was loose on the balloon and ultimately came off of the balloon before it could be loaded onto the guide wire. There was no patient involvement and no clinically significant delay in the procedure. Another same size des was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: health effect - impact code 2645 - removed.

Event description:
Subsequent to the initial 30 day medwatch report, the following information was received: it was reported that the procedure was to treat a mildly calcified, mildly tortuous, 80% stenosed lesion in the left anterior descending (lad) artery. During the procedure, possibly while loading the device on the guide wire, the 2.5x23mm xience xpedition drug eluting stent (des) was loose on the balloon and ultimately came off of the balloon. There was no adverse patient effect and no clinically significant delay in the procedure. Another same size des was used to successfully complete the procedure. No additional information was provided.